Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a marginal degree of ventricular recovery since the implant. Pt had several successful turndown studies and the left ventricular showed improved function. The pt also had a driveline infection, a history of unexplained power elevations and hypertension. It was decided to explant the pump due to ventricular recovery.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.